Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with an increased intraocular pressure (iop) at one month post-operative visit after having glaucoma micro-stent implant. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of increased iop at one month post-op; therefore, the condition of the product could not be verified. There was no report of surgical complications, device malposition, or device obstruction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of increased intraocular pressure (iop) at one month post-op; therefore, the condition of the product could not be verified. There was no report of surgical complications, device malposition, or device obstruction. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root cause is that elevated iop is a known complication associated with the procedure, which is stated in the instructions for use (IFU). The manufacturer internal reference number is: (B)(4).